Event description:
The fast-cath hemostasis introducer was leaking blood through the hemostatic valve after introducing the sheath into the patient. There were no patient consequences.

Manufacturer narrative:
The reported event of leaking could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast-cath instructions for use (IFU) recommends that upon removal of hemostasis introducer, proper precautions should be taken to prevent bleeding.

Event description:
The fast-cath hemostasis introducer was leaking blood through the hemostatic valve after introducing the sheath into the patient. The same introducer was used to complete the procedure. There were no patient consequences. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.